Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it is not working period. Patient stated they had a prior problem where it was working in a weak way and the local tech felt that one of the contacts had gone bad so they shifted to other programs and it started working fine but this morning when they turned it on it did not react at all. Patient tried different groups a, b, and c and tried different settings but that did not resolve the issue. Patient called the local representative but they are not available until tomorrow at 4pm. Pt stated they are sitting at the hcp office now waiting for the hcp to come in. Patient asked if there is any chance that something is going wrong with the external equipment. Pt reviewed that the external equipment seems to be working as it should agent suggested that patient have the internal components checked.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.